Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device turned off. Per reporter, the staff went to the site, turned on the pump again and the battery showed a half-charge. Six days later, the family called because the patient was in severe pain. The pump was found to have been switched off. When the pump was switched back on, it displayed "battery low", whereas the icon showed a ¾ full charge. The pump had to be changed. The event occurred at the patient¿s home while receiving opiate for pain control. There was patient involvement reported.